Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the customer noticed that the steel cannula of the infusion set is broken and part of the cannula remained stuck in his hip. Caller stated customer went to the hospital; surgeon removed the piece of cannula with a pincer. No product will be returned.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.